Event description:
It was reported that the patient underwent replacement surgery of ams spectra concealable penile prosthesis (spp) due to excessive intracorporal pressure. A larger 14 mm by 20 cm spp was removed and replaced with smaller 14 mm by 16 cm.